Event description:
Baxter canadian technical services found a colleague infusion pump with the failure code 810:11, which occurred during therapy causing an interrupted delivery. This condition was found during service. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The unit was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available. Additional information: baxter has conducted a trend review and found that no similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation. The device passed all tests per procedure. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition.